Event description:
Ous MDR - it was reported that this device is at eos and can no longer be interrogated. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the pacemaker housing, as well as traces of smoke that could be connected to electrocauterizing during the explantation. In a next step, the pacemaker underwent an electrical incoming goods inspection. An initial interrogation of the implant was not possible. The pacemaker memory content was then read. The inspection of the memory content showed that the implant had detected damaged memory content already on (B)(6) 2012 and had, in response, switched to safe made in accordance with specifications. In general, the device is capable to detect damaged memory regions and then switch to the safe mode automatically. The safe program ensures an antibradycardic therapy function. The damaged memory content was corrected in the further course of the analysis. The pacemaker's capability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed a behavior according to specifications in regard to its therapy functions. In summary . The analysis identified damaged memory content that led to the clinical observation. The cause of the damaged memory content could not be determined. However, it cannot be ruled out that external influences, such as strong electromagnetic fields, were the cause of the damaged memory content.